Event description:
It was reported to philips that the wireless footswitch charger was not working properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the wireless footswitch charger was not working properly. Upon troubleshooting, the rse confirmed that the wireless footswitch charger was defective and suggested for replacement. To resolve the issue, the customer order and replaced the wireless footswitch charger on their own. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the wireless footswitch connection issue, but it was related to the problem of wireless footswitch charger. The wireless footswitch will provide a visual indication of the charge level so that the user will know about the charge level prior to use. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.